Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was defective volume control. The volume wires have been replaced. Additional: a service history review has been performed and it was discovered that the device has not been serviced for the reported condition.

Event description:
A baxter service technician discovered a colleague infusion pump that had a malfunction of "failed beeper test on start up". The event occurred during the product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.